Manufacturer narrative:
The reported event of a reset to backup vvi mode while still in the box was confirmed. The cause of the reset is believed to be exposure to cold temperatures.

Event description:
It was reported that the device was found to be in back-up vvi mode while still in the box. Device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).